Event description:
It was reported that the patient presented in the hospital for a chest x-ray. It was noted that the right ventricular lead had dislodged and the sutures on the suture sleeves were loose. Upon repositioning the lead, the helix could not extend. The lead was explanted and replaced. The patient was stable prior, during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.